Event description:
Info rec'd indicates the head of the bed would not go up.

Manufacturer narrative:
The technician found the head up hydraulic valve was clogged. He replaced the head up valve to repair the bed. The bed is functioning properly after the repair.